Event description:
New information notes that there was also high impedance noted. Physician did explant and replace the right ventricle lead.

Event description:
New information notes that there was high pacing impedance noted on the right ventricular (rv) lead.

Event description:
Related manufacturer reference number: 2017865-2023-13075. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the right ventricular (rv) lead. During the lead revision insulation damage was noted on the atrial (ra) lead. The physician elected to not explant and replace the rv lead and fix the ra lead with silicon. The patient was discharged from the hospital after the procedure.